Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation found the telescope in good working order with some signs of wear and tear. However, the inner surface of the telescope's working channel is damaged at its distal end. This damage is most likely caused by bending or torquing the lithotripsy probe against the telescope during the procedure, resulting in the release of metal particles. Therefore, this phenomenon was attributed to use error. The case will be closed from olympus side with no further actions. However, the reported phenomenon will be recorded for trending and surveillance purposes. In addition, the user will be informed about the investigation results and pro re nata retrained to correctly use the olympus medical devices.

Event description:
Olympus was informed that during a percutaneous nephrolithotomy (pcnl) of the right kidney procedure, metal particles of an unknown origin appeared in the telescope's field of view inside the patient's kidney. Some of the foreign objects were reportedly flushed out with irrigation fluid, but it is unknown if any other particles remained inside the patient's kidney. No further information was provided, but the intended procedure was successfully completed with the same set of equipment and there was no report about an adverse event or patient injury. The patient was then hospitalized, in line with standard operating practice and not directly as a result of the reported phenomenon.